Manufacturer narrative:
Corrected data: g.3. Aware date of supplemental medwatch 1 should have been listed at 10aug2024.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety-product/procedure: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, observed opening on anterior side assessed as surgical damage, particles and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.